Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon was attempting to implant a ks-1 aq2017v, 9.0 diopter, intraocular lens in the patient's eye on (B)(6) 2017. As the lens was being injected, the tailing haptic tore from the root. A second lens was used and it was a success.

Manufacturer narrative:
Additional information: a lens work order search was performed. No similar complaint type events were found. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).